Manufacturer narrative:
Per the customer supplied qc charts, all three levels of tsh qc were within the customer's established rangers prior to and on the day of the event. The customer stated to the customer technical support (cts) that the tsh qc was producing indeterminate flags for all levels of qc earlier on the day of the event. Cts assisted the customer in performing troubleshooting (ts) on the instrument. The customer recalibrated and reran qc, which all resulted within the customer's established ranges. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2010 which passed with instrument specifications. Service was not dispatched for this event as the issue was resolved while troubleshooting with cts. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci), in regards to obtaining an erroneously low thyroid-stimulating hormone (tsh) result below the normal reference range for one patient that was generated by the access 2 immunoassay system. Subsequent testing produced a higher result within the normal reference range. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.